Event description:
Staff/patient safety: bed side tables don't fit under beds = pt inconvenience. Minimal options for properly securing restraints to the bed frame or for hanging drainage collection. Blower at the foot of bed leaves no room for equipment which must be placed on floor resulting in increased room clutter, damaged equipment due to bed being lowered onto equipment, and tripping hazards for staff and pts. Staff being pushed by the bed or trapped in the elevator due to the way the motor functions and the size of the beds. Veterans with any extra equipment, such as wound vacs, are difficult to transport because items such as the blower and vacs must be placed in the bed (or someone has to hold everything while attempting to maneuver the bed). Veterans frequently complaining about being uncomfortable and hot in the beds. I have personally transferred at least five veterans out of these beds per their request. Other nurses report similar situations. Veterans have stated the following: "I feel trapped." "I'm sitting in a hole." "There's a bump against my back." "I'm sinking." Event abated after use or dose reduced.